Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device; the exact root cause of the problem reported could not be determined. The manufacturing records for this lot were reviewed and did not reveal any relevant discrepancies; design or quality concerns. Therefore no corrective actions will be taken. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.

Event description:
The balloon was prepped on back table. The balloon would not deflate so it was not used.